Event description:
It was reported that resistance was intermittently felt when filling the multiple cartridges during the load sequence. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose level ranged from 216-217 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.